Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed preventive maintenance. Failed patient side occlusion test. Fails pressure calibration test even with new pressure sensor. There was no patient involvement.

Manufacturer narrative:
Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, imdrf annex a, g, b, c and d grids and manufacturer narrative. Omit: a08 - calibration problem (2890), g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed preventive maintenance. Failed patient side occlusion test. Fails pressure calibration test even with new pressure sensor. There was no patient involvement.